Manufacturer narrative:
All batches are released according to the required specifications and all initial testing results are within specification for all for four batches. Information of batch record documentation review showed that no remarks related the production and sterilization process, all analytical results and ipc controls are within specifications. Sterility tests and rabbit tests passed.. All results of chemical and microbiological tests were within specification. To date no complaint samples are returned for evaluation. The retain samples were checked by the chemical lab and all results are conform the specifications for the tested parameters. As no sample was returned and no manufacturing related issues were identified, a conclusive root cause could not be determined.. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that after a surgical procedure on both eyes a patient experienced toxic anterior segment syndrome (tass). This report is for the right eye of this patient. Additional information has been requested, but none has been received to date. This is one of several reports being filed for the same facility.